Event description:
My daughter was admitted to the hospital in dka. Her dexcom had a reading of 213 and was reading in the 200's. We thought everything was fine. She got really sick and got her to the ER and her blood glucose was 553. Her dexcom said 213. This is a big problem. My child could have died. We are currently in the ICU, she is so sick.